Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-1427. It was reported, the pt is experiencing a heating sensation at his ipg site while charging. The pt charges for over an hour once a month. An sjm representative advised the pt to charge more frequently in shorter intervals. Follow up is pending to determine if the issue is resolved.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.